Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received from follow-up identified the infection was treated with antibiotics. Patient is stable

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced drainage at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the total scs system was explanted.